Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a bivona tube with a torn flange. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: a series of pictures were returned showing a tear at the base of the flange. The complaint of torn flange can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.